Event description:
It was reported that the pt was revised because the stem was loose. Therefore, we changed the stem, femoral head and the liner and replaced it with a restoration modular stem.

Manufacturer narrative:
Associated devices: trident alumina insert, cat # 625-0t-36h, lot# 12657602. Unk 36mm alumina ball, cat # and lot # unk. A supplemental report will be submitted upon completion of the investigation.